Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual and mechanical inspection of the set screws was performed. The set screws were found to move normally and completely in both clockwise and counter clockwise directions. Visual inspection of the lead barrels noted no irregularities and no holes were noted in the seal plugs. The pacemaker was successfully interrogated with a programmer without any issues. Analysis noted that electrogram (egms) were present on the programmer. Another successful interrogation was performed using rf telemetry. At 25 feet no loss of egm¿s signals was noted. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The field observation of rf telemetry issues and interrogation issues was unable to be confirmed by laboratory analysis.

Event description:
Boston scientific received information that during the implant procedure telemetry problems were encountered with this pacemaker. When the leads were attached to the header, the pacemaker started to pace but there were no electrograms (egms). It was noted that intrinsic measurements also took a half hour to complete. They also had trouble interrogating the device with a wand. The pacemaker was attempted and not implanted due to concerns over telemetry anomalies. Another device was successfully implanted without any further issues. No adverse patient effects were reported.